Manufacturer narrative:
The returned probe is not bent as was reported, but there are several impact marks at the back end causing a fit issue with the mating navlock tracker. They were unable to duplicate the issue. The failure mechanism was dented, nicked, scratched, bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the thoracic probe was bent. There was no patient present.